Manufacturer narrative:
(B)(6). Additional classification codes: mni, kwp, nkb, kwq. This report is for unknown - spine, 6mm rod/unknown lot number. Original implant date was 9 years ago, exact date is unknown. Device is not expected to be returned for manufacturer review/investigation. Concomitant devices reported: therapy dates are unknown. Titanium (ti) dual-opening pedicle hook side for 6.0mm rods (part #: 499.278, lot #: unknown, qty. 2), ti collar for 6mm dual-opening implants (part #: 499.292, lot #: unknown, qty. 2), and titanium 12-point nut 11mm (part #: 499.294, lot #: unknown, qty. 2). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent corrective spine surgery for scoliosis on an unknown date approximately nine years ago using the universal spine system (uss) system dual opening screws, hooks, and rods. Postoperatively, on an unknown date, the rods broke bilaterally and the patient presented with a non-union at the t10-t11 level. On (B)(6) 2017, the patient was returned to the operating room where the surgeon removed the sections of the broken rods. The surgeon then placed four (4) expedium screws (depuy spine) and used rod connectors to attach new sections of rods to the remaining sections of previously placed rods. The revision procedure was completed successfully and the patient is reported as stable. All available information regarding this complaint has been reported. This complaint involves two (2) devices: unknown synthes rods with one part data.this complaint involves two (2) devices: unknown synthes rods with one part data. Concomitant devices reported: titanium (ti) dual-opening pedicle hook side for 6.0mm rods (part #: 499.278, lot #: unknown, qty. 2), ti collar for 6mm dual-opening implants (part #: 499.292, lot #: unknown, qty. 2), and titanium 12-point nut 11mm (part #: 499.294, lot #: unknown, qty. 2). This report is 1 of 1 for (B)(4).